Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using powerport isp MRI in the right internal jugular vein. During the procedure, it was discovered that the catheter could not be connected to the port base. Repeated attempts to establish the connection were unsuccessful, and the catheter fractured the locking mechanism. The procedure was completed using another device. There was no reported patient injury.